Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a male patient (B)(6). Underwent an ablation procedure for supraventricular tachycardia (svt) with an ez thermocool sf nav catheter and suffered a myocardial infarction requiring surgical intervention (stent placement). Post-procedure, while in the recovery room, the patient developed a st elevation myocardial infarction (stemi). Patient was transferred to the catheterization lab for stent placement. Stent procedure was in progress at the time of complaint report. Patient left the electrophysiology lab asymptomatic and in stable condition. There is no information regarding extended hospitalization. Although it has not been confirmed, it was noted that the patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition (cardiac). Generator was set on 40 watts. Irrigated catheter flow was set on 15 ml/min. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.